Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed motor gear shaft wear. There was cracking in the jewel that corresponded to gear four. It was also noted that the battery voltage was low when the pump was set to maximum rate. The current drain was high when the motor was set to maximum rate. Motor gear inspection noted lower shaft wear on gear four. The motor housing had some moisture and corrosion present. The motor stalled by itself after removing it from the tube. X-ray verified no roller arm movement when the pump was set to maximum rate. Pulse amplitude was low on both the negative and positive. The roller arm area had some corrosion present; the roller wheels turned freely. Top plate and gear inspection noted moisture and corrosion present. Final device analysis of the catheter revealed a 52.8cm proximal catheter piece and 8575 pump connector were returned. Testing noted no anomaly found; acceptable catheter testing.

Event description:
The product was returned with no information. Additional information has been requested, but was not available as of the date of this report. The drug contained in the pump was not reported.